Event description:
Boston scientific received info this pt was experiencing some chest congestion. This dextrus right ventricular (rv) lead was exhibiting loss of capture and decreased sensing measurements due to microdislodgement. The pt was reported to have elevated her left arm and lifted her grandchild which may have resulted in the microdislodgement. A lead revision procedure was performed and the lead was successfully repositioned. No adverse pt effects were reported. This product issue will be updated if add'l info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the insp of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.